Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc device. Patient was doing well postop and went for a chiropractic manipulation for ongoing soft tissue treatment that was not related to any cervical spinal condition. The patient says that they did not know that the chiropractor was going to torque her neck "side to side". She felt an acute severe pain at the time of the maneuver, and it was later found that the implant had displaced a 1-2 mm anterior. Ultimately, a superior endplate fracture was found on CT scan on the painful side. Due to persistent pain, a removal was completed on (B)(6) 2026 and patient was converted to an anterior cervical fusion. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The implant was not returned following the removal surgery; therefore, no device evaluation could be completed. Additionally, no imaging was provided for this case. There were no anomalies identified during the complaint investigation. The removal surgery was completed due to an endplate fracture that was caused by a chiropractic adjustment. The submission is 1 of 1 devices involved in this event.

Event description:
A patient (female) was implanted with a pdc device. Patient was doing well postop and went for a chiropractic manipulation for ongoing soft tissue treatment that was not related to any cervical spinal condition. The patient says that they did not know that the chiropractor was going to torque her neck "side to side". She felt an acute severe pain at the time of the maneuver, and it was later found that the implant had displaced a 1-2 mm anterior. Patient experienced chronic progressive pain after several months of conservative follow up, without anatomical progression, no neurological deficits were seen. Ultimately, a superior endplate fracture was found on CT scan on the painful side. Due to persistent pain, a removal was completed on (B)(6) 2026 and patient was converted to an anterior cervical fusion. The removal surgery was not for progressive implant changes but for persistent nonspecific neck pain.